Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. It was reported that 231 days after a carotid artery stenting treatment procedure the patient experienced restenosis. The lesion being treated was located in the proximal right internal carotid artery with 71% stenosis and was 14 mm long with a reference vessel diameter of 4.3mm. The physician treated the lesion with a placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation there was 19% residual stenosis. At 231 days after the index procedure, the patient presented with carotid artery restenosis observed in the proximal right internal carotid artery. "Medical management and serial duplexes to monitor was recommended." No further information is available at this time. The outcome of the event was not recovered/not resolved. In the opinion of the physician the relationship of the restenosis to the nexstent is probable.